Event description:
Patient for permanent sterilization procedure using essure device. A balloon did not deploy and was pulled; another one was then used. The essure device was placed and advanced into the fallopian tube and was deployed; however, it was positioned deeper into the tube and after deployment the end of the essure device was not visible. No harm to the patient.======================manufacturer response for metalic coil device for female sterilization, essure device (per site reporter).======================they would like to examine the device.